Manufacturer narrative:
Batch review performed on (B)(6) 2022. Lot 1910952b: 5 items manufactured and released on (B)(6) 2021. Expiration date: 2026-nov-22. No anomalies found related to the problem. To date, 2 items of the same lot have been sold with no similar reported event during the period of review. Original lot 1910952: 113 items manufactured and released on 03-jun-2020. Expiration date: 2025-may-24. No anomalies found related to the problem. To date, 103 items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation: partial revision 1 month after rsa due to joint dislocation. The reason of the adverse event is unknown. Liner was revised maintaining the same thickness of the liner (+6mm) but changing the ccd angle at 155° in order to have more stability. It may be possible that the dislocation occured due to laxity of the soft tissues. We do not see any reason to suspect a faulty device. Additional implant involved: batch review performed on (B)(6) 2022: reverse shoulder system 04.01.0121 humeral reverse hc liner ø36/+6mm (k170452) lot 2104818: 26 items manufactured and released on 23-jun-2021. Expiration date: 2026-jun-10. No anomalies found related to the problem. To date, 11 items of the same lot have been sold with no similar reported event during the period of review.

Event description:
Revision surgery performed due to joint luxation 1 month after the primary surgery. Only replaced insert with same thickness but 155° because the articulation remained very stable once reduced.